Manufacturer narrative:
The reported event was extra cardiac stimulation. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic due to discomfort due to phrenic nerve stimulation on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.